Event description:
It was reported that the patient presented for a routine follow-up complaining of experiencing palpitations. Upon interrogation, the pulse generator exhibited a fast output rate. The device was reprogrammed. On (B)(6) 2015, the patient was seen at another follow up and was asymptomatic. The device was functioning normally. The patient would continue to be monitored.